Manufacturer narrative:
Product ID: 39286, product type: lead. (B)(4).

Event description:
It was reported that impedances greater than 40,000 ohms were measured intra-operatively on all electrode pairs 8 through 15. This happened when reference electrodes were viewed, except electrode pairs 8 through 13, which were all within normal range. The reporter stated that lead tails had been changed in the ins ports, but the open circuit appeared to manifest at the 8-15 ins port, and not with the lead. Both the implantable neurostimulator (ins) and paddle were reported to be brand new. If additional information becomes available, a follow-up report will be sent.